Manufacturer narrative:
Cylinders were returned and analyzed. Both cylinders performed within specification. Should additional info become available regarding this event, it will be reevaluated and a f/u report will be sent.

Event description:
On (B)(6) 2011, a spectra penile prosthesis was implanted. On (B)(6) 2011, the entire device was removed, due to "penile prosthesis failure." It was also noted that the pt complained of inflammation, no infection was noted. It was indicated that there was erosion at the tip of the penis on removal. No re-implant has been scheduled as of (B)(6) 2011.